Event description:
It was reported during preventive maintenance (pm) that the cardiosave intra-aortic balloon pump (iabp) was experiencing a video generator issue. No patient was involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) replaced the video generator board (0040-00-0456). The unit passed all functional and safety tests and was returned to customer.